Event description:
It was reported by service report that the brakes could not engage due to a bent brake bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.